Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with unexpected horizontal lines on display due to cracked/broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test due to display anomaly.